Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the gantry was not opening. The gantry paused while opening. The system was rebooted, and the site was able to open the gantry without any further issues. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, replaced the gantry motion controller and performed a system checkout. H2-3) the part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was unable to confirm reported complaint. Installed gantry motion control box in system. Motion calibration passed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Docking the system passed. Door opened and closed successfully. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6), rev. 2, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.